Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) using a faradrive sheath they observed air in the sheath. When they attempted to insert the sheath into the right femoral vein they encountered difficulty so the sheath was moved to the left femoral vein. After successfully inserting the sheath they saw air in the tubing. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the site.